Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 72 mm diameter abdominal aortic aneurysm. Heli-fx endoanchors and three endurant limb extensions were implanted approximately 10 years post the index procedure. It was reported during the reintervention procedure, during implant of the endoanchors, one endoanchor completely broke. The back half of the fractured endoanchor appeared to shear away between the first and second stage of deployment. The ¿sheared¿ back part of the endoanchor remained in the driver, it did not float free in the patient. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.